Event description:
(B)(4): it was reported that the patient had no stimulation sensation. The patient had not felt stimulation since 1 day post implant. The patient noted that his patient programmer was not working. They had been trying to connect, but saw a¿warning¿ screen. The patient had not had a follow up appointment yet. Interventions and patient outcome were not provided. Follow up was requested, but was not available. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97791, lot # n460552, implanted: (B)(6) 2015, product type accessory. (B)(4).